Event description:
It was reported that shaft break occurred. The >87% stenosed target lesion was located in the mid left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was selected however it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 7cm from the hub. The hypotube is separated 67.7cm from the hub but appeared to be kinked prior to separation.. Microscopic examination revealed damage to the tip. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The >87% stenosed target lesion was located in the mid left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was selected however it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.